Event description:
The customer reported an operator error which resulted in an adverse patient event. On an unspecified date, the device was programmed to deliver an unspecified IV fluid at an unspecified rate. A pca device was also programmed to deliver fentanyl 50mcg/ml in the pca only mode. No further programming parameters were provided. The device tubing set was connected to the kvo side of the pca tubing set and an unspecified filter extension set was connected between the pca tubing set and the patient's IV access site. In 2008 at 2100, the evening nurse placed the device in standby mode for an unspecified reason. On the next day at 0500, the night nurse noted that the device was in standby mode. The night nurse removed the device from standby and the delivery was restarted. At this time, the patient reportedly received an unspecified amount of residual fentanyl that was in the tubing sets. The patient became drowsy and had respiratory depression. The rapid response team was called. The patient was treated with an unspecified amount of narcan and responded. There was no reported adverse patient sequelae. It was reported the user facility determined the event was due to an operator error, and the devices were placed back into clinical service. Though requested the customer declined to provide additional information.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.